Manufacturer narrative:
Complaint conclusion: as reported, during the device preparation procedure there were air bubbles visible on the 5f mynxgrip vascular closure device (vcd) even though the user tried to draw a vacuum many times to remove bubbles. There was no reported patient injury. The deployer was mynx certified. The device storage temperature exceeded 25 °c. The device was removed from the package as per the IFU. The mynx vcd was prepped according to IFU instructions. Hemostasis was achieved using another mynx device. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the received device showed that the shuttle cartridge was disengaged from the black handle. No anomalies were observed. Per functional analysis, leak testing was performed on the balloon of the returned device and found no leak in the balloon. Pressure was maintained with proper functioning of the inflation indicator. The inflated balloon diameter was verified and noted to be within specification. A product history record (phr) review of lot f1927404 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was not confirmed during the analysis of the device. The exact cause of the reported event could not be conclusively determined. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard devices that do not maintain balloon pressure. Neither the phr review nor the information available for review suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was disengaged from the black handle. No anomalies were observed. Leak testing was performed on the balloon of the returned device and found no leak in the balloon. Pressure was maintained with proper functioning of the inflation indicator (mynxgrip instructions for use). The inflated balloon diameter was verified and noted to be within specification. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During the device preparation procedure there were air bubbles visible on the 5f mynxgrip vascular closure device (vcd) even though the user tried to draw a vacuum many times to remove bubbles. There was no reported patient injury. The deployer was mynx certified. The device storage temperature exceeded 25 °c. The device was removed from the package as per the IFU. The mynx vcd was prepped according to IFU instructions. Hemostasis was achieved using another mynx device. The device will be returned for evaluation.